Event description:
It was reported that the ventilator was shutting down with an audible alarm while connected to a pt. No pt harm reported.

Manufacturer narrative:
This malfunction report is being filed outside of the 30-day time frame.